Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was found that the place of use was red and swollen (suspected of infection). It was stated that the symptom was relieved by giving anti-infective treatment. There was no reported patient outcome.